Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event as follows: the legal manufacturer reported that the malfunction of the charge-coupled device (ccd) seemed to be caused by material degradation, which was due to ultraviolet rays, of the ccd sensor. The legal manufacturer checked the shipping record of the subject device and found no anomaly with the device. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of "no image when plugged in" was confirmed. No image is displayed due to faulty charge-coupled device (ccd) unit. In addition, the focus ring rotation was not smooth. The cause of the internal failure cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, no image was displayed when the unit was connected damage. There was no patient involvement.